Event description:
Alleged event: the applier is not working, the clips remain stuck and are not delivered. The pt's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device history record review for the product auto endo5 ml, lot #73g1400094 investigation did not show issues related to the complaint. The device sample has not been returned to the MFR at the time of this report. The MFR will continue to monitor and trend related complaints.